Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had button are sticky and did not always work. The customer¿s blood glucose level was unknown. Customer stated that insulin pump was received random no delivery alarm and reject new batteries. The insulin pump will no be returned for analysis.